Event description:
N/a.

Manufacturer narrative:
Directlink module was returned for evaluation: DHR - lot 179944 sn 16dlk13819, conformed to the specifications when released to stock failure analysis - the module was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The module was inspected according to procedures: no defect was noted. Root cause - no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
5 of 12 reports (different patients, same failure). Other mfg report numbers: 3013886523-2024-00228; 3013886523-2024-00229; 3013886523-2024-00230; 3013886523-2024-00231; 3013886523-2024-00233; 3013886523-2024-00234; 3013886523-2024-00235; 3013886523-2024-00236; 3013886523-2024-00237; 3013886523-2024-00238; 3013886523-2024-00239. Case 3: a facility reported a directlink module (ID 826828) with inconsistent values. The module was used with cerelink sensor (ID 826851). The sensor was explanted. Consequence for the patient: over sedation.